Event description:
A group of four (4) falsely elevated d-dimer results were obtained on patient samples. The account qc also was flagged as falsely elevated. The patient results were reported to the physician. After reconstituting fresh reagent, the account reran the elevated patient samples and lower results were obtained. It is unknown if patient treatment was altered or prescribed on the basis of falsely elevated results for three of the four patients. For the fourth patient, a cardiac angiogram was performed. The angiogram was negative. There is no report of adverse outcome to the patient as a result of the falsely elevated results or the angiogram procedure.

Manufacturer narrative:
The cause of the falsely elevated d-dimer results is user error. The customer reconstituted the d-dimer regent with water rather than the diluent supplied with the kit. The advanced d-dimer reagent kit IFU instructs customers to "reconstitute a vial of advanced d-dimer reagent with advanced d-dimer reagent diluent." The instrument is performing within specifications. No further evaluation of the device is required.